Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for out-of-range shock impedance of 125 ohms. Technical services recommended additional troubleshooting and evaluation of the ICD system. The ICD and right ventricular lead (unknown model and serial number) remain in service. No adverse patient effects were reported.